Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had issues with the tip splitting when coming into contact with the skin and damaging the patient's veins. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter, translated from spanish: "the inconvenience expressed by the nursing managers in particular is with the catheters that do not have a safety system, in which the tip of the catheter "flowers" when it comes into contact with the skin or in other cases, the tip comes factory damaged, which causes damage to the veins at the time of puncture... Has there been any impact on the patient? (Detail) a: no".

Manufacturer narrative:
The following fields were updated due to corrections: g.4. Date received by manufacturer: 28-sep-2022.

Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2006902, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was behind the catheter. The engineer also observed blood flow in the adapter indicating that this product was used. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined for this defect. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had issues with the tip splitting when coming into contact with the skin and damaging the patient's veins. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter, translated from spanish: "the inconvenience expressed by the nursing managers in particular is with the catheters that do not have a safety system, in which the tip of the catheter "flowers" when it comes into contact with the skin or in other cases, the tip comes factory damaged, which causes damage to the veins at the time of puncture. Has there been any impact on the patient? (Detail) a: no."